Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose as 290 mg/dl. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Findings: evaluated 1 random seal reservoir. Performed pre-fill test to reservoir. No air was observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal,bolus leaking test per as follows: reservoirs filled with diligent and connected to new infusion set. Installed reservoirs and connectors into an insulin pump. Conclusion: reservoirs no air bubbles. Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air was observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal,bolus leaking test as follows: reservoirs filled with diluent and connected to new infusion set. Installed reservoirs and connectors into a insulin pump. Conclusion: reservoirs no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.